Event description:
Reported that during an acromioplasty procedure using a mitek vapr electrode, liquid flew out of the pt. The fluid was unusually hot and the pt received third-degree burns. Contact reported that the surgeon said he used the section mode maybe a bit longer than usual.